Event description:
A doctor alleged that the sealapex product did not harden and was absorbed by the body after root canal procedures were performed on approximately seven (7) patients. This is the fourth of seven (7) reports.

Manufacturer narrative:
Specific patient information or incident information was not provided. An x-ray was taken and revealed that the canals were under-prepared by the dentist and no sealer was present. Multiple attempts were made to contact the complainant by e-mail on (B)(4) 2013 in order to obtain further information; however, the complainant has remained unresponsive. An update will be provided if any new information becomes available. The product was not returned; therefore, a visual and physical evaluation was performed on a retained sample, yielding results within specifications.